Manufacturer narrative:
(B)(4). The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 5f sheath after a diagnostic procedure. When inserting the proglide device, particularly the transition from distal guide to proximal guide, resistance was felt. When retrieving the rail suture, the suture snapped in the physician's hand. It did not appear that the physician pulled hard. The vessel was re-wired and the proglide was removed. Hemostasis was achieved using a non-abbott device. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.